Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical record review: the patient's cycler was replaced and the issue had not reoccurred. It is undetermined if this event was related to the cycler.

Event description:
According to medical records, the patient was retaining fluids and putting out smaller volumes of fluids and subsequently was admitted to the hospital for further evaluation and treatment of acute pulmonary edema and fluid overload. The patient had peripheral edema and pulmonary congestion and symptoms increased into progressive shortness of breath. The patient had a permacath placed and underwent dialysis with removal of fluid. Vascular surgery recommended fistula placement in the future. The patient's symptoms improved slowly and he was cleared for discharge.

Event description:
A peritoneal dialysis pt's wife reported that the pt was in the hospital due to negative ultrafiltrate volumes. A follow up call was made to the pt's peritoneal dialysis nurse. The nurse reported that the pt was in the hospital from (B)(6) 2015 and discharged on (B)(6) 2015 due to fluid volume overload. The pt received hemodialysis while in the hospital and upon discharge he resumed peritoneal dialysis. Medical records were received and are currently under review.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.